Manufacturer narrative:
Exemption number: e2019001. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device via a 5f sheath after a diagnostic procedure. Reportedly, a femoral angiogram was not performed. The vessel locator wings did not collapse after clip deployment. The access ports were used to release the thumb advancer and the safety release button was used to collapse the vessel locator wings and the device was removed. The clip of the starclose se successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received stating that ultrasound was used for imaging. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported vessel locator wings did not collapse was not confirmed as the device was returned with the vessel locator wings collapsed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported vessel locator wings not collapsing after clip deployment appears to be related to interaction with the patient tissue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.h6: device code 2017 was removed.